Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the procedure was to treat a lesion in a very calcified artery. Both of the voyager balloons ruptured at low pressure. There were no pt effects reported. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident information. Reportedly, the lesion treated in this incident was heavily calcified, which could have contributed to mechanically damaging the balloon materials such that upon inflation, the balloons ruptured. However, without the devices returned for analysis, a definite root cause for the balloon ruptures cannot be determined. The second voyager mentioned is being filed under the same mfg number.